Event description:
The customer stated she was hospitalized for diabetic ketoacidosis with blood glucose readings over 500 mg/dl. It was also stated that the insulin pump was alarming, no delivery while in the hospital. Therefore, the medical doctor had the insulin pump removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.